Event description:
A dye study was performed on (B)(6) 2015, and the doctor noticed a blood in the fluid since it had a red tinge. The patient stated the doctor had already confirmed that there was an obstruction in the catheter. The patient stated that on the night after the doctor performed the dye study procedure on them, they had a lump of fluid that night. The patient took a round of ¿cipro¿ and the lump went away. The patient was scheduled for a pump and catheter replacement on (B)(6) 2015, but it was cancelled by the physician. They were tentatively rescheduled for (B)(6) 2015. The pump contained dilaudid and morphine.

Event description:
As of the date of this report, nothing had been done with the patient; the patient's surgery was not yet scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient, the event date was 2014. The catheter kept kinking and they never figured out why. The patient had lost 100 lbs and he thought something happened when he gained it back.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8590-9, lot# n213886, implanted: (B)(6) 2009, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).